Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a full meal at dinner, consuming half, then later announcing an additional partial meal for the remaining portion, which likely resulted in excess insulin delivery and a subsequent low blood glucose of 69 mg/dl lasting about 20 minutes. Symptoms included low blood glucose without reported loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention or hospitalization. Investigation included troubleshooting and education on meal announcements and carbohydrate matching. Investigation of this case revealed user-related dosing error due to incorrect meal announcement relative to actual carbohydrate intake, with no device alarms reported. It was concluded, based on established findings in similar reports, that user error related to meal entry and carbohydrate intake mismatch caused the event.